Event description:
Bio feedback system has excess current leakage. On 9/3/93 an electrical safety inspection was performed. The computer was discovered to have leakage current measured at 400 microamps on the monitor section, and 130 microamps measured on the computer. The leakage current is cumulative which means the total system has had in excess of 600 microamps total leakage. As the most liberal codes allow a total of only 300 microamps total leakage, this system cannot be considered safe for hosp use with pts. The regulations referenced to for leakage current limits is for this purpose the nfpa 99 life safety code, chapter 7. From the time of inspection to present, biomed tech has spent a very considerable amount of time contacting MFR in an attempt to resolve this problem. They informed biomed tech they could not come up with a solution, and would let their testing dept handle this problem. When no solution was forthcoming, biomed tech made many attempts to contact co again with no success. Biomed tech was informed that svc mgr wuold send another monitor assembly in order to see if it might help the leakage current problem.